Event description:
A customer reported a pump that showed an altitude alarm 21, causing insulin suspension. There was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl. Technical support instructed the customer to clean the pump's speaker holes, reconnect the cartridge, and resume insulin delivery, which successfully resolved the issue. The pump returned to normal operation, and the customer received tips for preventing future altitude alarms. Additionally, technical support decided to replace the pump, providing instructions for return and delivery. The customer understood the process and acknowledged the steps required.